Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implant had not worked for them. The implantable neurostimulator (ins) flipped inside them and had caused them pain. The patient followed up with their managing hcp and they keep telling the patient that they should have it adjusted or replaced. They stated that they do not want it replaced and they just want the implant out. The patient stated that the implant had not helped with their urinary symptoms. They tried making adjustments but that did not help. There were no falls or traumas related to the event. The patient would follow up with a healthcare provider (hcp). The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information from the patient noted that they had shut the device off and want it removed. The event had not been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.